Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the patient's cde contacted animas alleging that within a few minutes of completing a rewind, load and prime, the pump would self-reboot. The reporter claimed the pump would display the verify screen with date/time and battery type and then would vibrate and display on screen that it was not primed. At the time of troubleshooting, the reporter confirmed the pump was new and that he was training the patient on the use of it. The reporter confirmed that the battery cap was secure and yellow o-ring not showing. The reporter denied any cracks or damage to battery compartment. There was no adverse event associated with this complaint.